Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, cubies repeatedly failed to release. Customer rebooted the station, but the issue does not resolve. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 on the auxiliary unit was intermittently failing sometimes affecting individual cubies and at other times the entire drawer. A field service engineer checked all boards and confirmed to have indicator lights. All tables and wires were reseated, and the drawer was cleaned. The pyxibus cable was examined, and the system was rebooted. Functionality was verified using the hardware test application, which completed successfully. After launching the application, another drawer failed and was not detected on the bus. A second reboot was performed, and the application was relaunched, allowing the customer to access the pyxis system. The system functioned as intended after the field service engineer repaired the device.